Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was observed to have recognition issues. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have failed the energy recognition test. Additional observation(s): the instrument was found to have the curved blade broken at the tip of the blade. A piece approximately 0.453" x 0.085" was found to be broken off. The probable root cause of energy recognition test failure is attributed to a broken blade. The probable root cause of broken instrument blades and detached fragments is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades). Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.